Manufacturer narrative:
The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Case severity has been updated from serious injury to malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was replaced due to audio issues. The customer¿s blood glucose level was 280 mg/dl. Troubleshooting was declined for audio issues. The insulin pump will not be returned for analysis.